Event description:
A customer contacted beckman coulter inc, (bci) regarding a leak coming from the waste canisters on synchron cx5 delta instrument. No injury was reported on this issue.

Event description:
Caller states patient received result of 98 mg/dl the inform system and 27 mg/dl on lab value within 10 minutes. 48 minutes later, an unspecified meter also returned as 27 mg/dl. Patient was treated with dextrose based on the meter value of 27 mg/dl. Patient tested 155 mg/dl on the same unspecified meter 22 minutes after testing 27 mg/dl. Requested return of suspect device and replacement was sent.